Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post implant experience. Medical records have not been provided and the explanted device was not returned for evaluation. The date of the revision procedure has not been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion is a known inherent risk of the procedure and is listed in the IFU as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released on (B)(6) 2015. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it was reported that on (B)(6) 2016 the patient was implanted with a ventrio st hernia patch for the repair of a recurrent umbilical hernia. The mesh was placed intraperitoneally and stapled to anterior abdominal wall through the positioning pocket. As reported following implant the patient experienced a bowel obstruction due to bowel adhesion to the st surface of the mesh. A revision procedure was performed and the mesh was removed.